Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported 405 mg/dl on her mobile system within 10 minutes of 120 mg/dl with the mobile from his neighbor . Customer cannot provide the lot number from his neighbor's strips. No adverse event was reported. A request was made for the return of the meter and strips.